Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose value was 571 mg/dl at the time of incident and other blood glucose was 500 mg/dl. Customer treated with manual injection. Customer reported that the pump screen was hard to read and had scratches on it, the holster was turning all the way around also stated the pump might have experienced a motor error but was not sure. Customer reported that the insulin pump fell down and was damaged. Customer stated the pump screen and pump was functioning as designed but not all of the time. Customer experienced symptoms like vertigo and tiredness. Customer has been using insulin pump system within 48 hours of reported event. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Device had minor scratched lcd window.